Event description:
The customer contacted philips to request servicing for their device which had a "low battery" alert related to the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.